Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels, ranging from 200-450 mg/dl. The customer administered a manual injection and correction boluses via the pump. The healthcare provider advised the customer to revert to manual injections until troubleshooting could be performed with tandem technical support (cts) to ensure the pump was delivering insulin properly. During a system check with cts, no issues were identified with the pump or supplies. A recommendation was made for the customer to discuss factors affecting blood glucose levels with the healthcare provider.